Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels ranging from 47-48 mg/dl due to an unknown cause. Glucose tablets and candy were consumed to address bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump on (B)(6) 2018. The user delivered two boluses with bgs below target and declined the pump calculated bolus adjustment based on bg value entered. It is possible the user overcorrected. Bg of 50 mg/dl was entered into the pump on (B)(6) 2018. Immediately following, the user requested and delivered a bolus for 50 grams of carbohydrates with a bg of 124 mg/dl. The user likely transposed the blood glucose value and carbohydrates amount when entering values into the pump. The user set a temporary basal rate of 250% for approximately an hour in the evening on (B)(6) 2018. Complaint could not be confirmed. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence of device malfunction.